Event description:
It is reported that the customer had normal blood glucose levels between 100 mg/dl to to 120 mg/dl. The customer reported a no delivery alarm from the insulin pump while he was doing a bolus. Troubleshooting was done. The customer reported that he has scar tissue in the places where he inserts the insulin pump. The customer refused to return the insulin pump for analysis. The customer was advised to callback should the alarm from the insulin pump occur again. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.